Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise leading to inappropriately stored episodes. No inappropriate therapy was given to the patient due to the noise, however the noise was able to be reproduced with isometrics. It was also noted that the rv lead impedance measurement had been increasing. A revision procedure was performed where fluoroscopy and visual inspection of the did not show any issues. Subsequently the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.